Event description:
It was reported that the 6800 system will not boot up. It was noted that it will not boot into cmos. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated all pcbs and identified a power connector that was askew. Reseated all power connectors. The system was tested and found to be working as intended and placed back into service.